Manufacturer narrative:
The calibration performed on 23-aug-2022 was within specifications. The qc recovery was within -2sd and was within specifications. There was no indication of a performance issue with the reagent. The alarm trace revealed "preclean and cleancell short" and multiple "sample foam detection" alarms. The centrifuge time was ten minutes and the centrifugation speed was 2000 rpm. The centrifugation speed may be too short per the tube manufacturer¿s recommended requirements. The field service engineer checked the alarm trace to verify if the sample had a bubble. He performed an instrument check with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The doctor questioned the result which prompted a rerun of the sample. The initial result was >10,000 miu/ml with a data flag. The repeat result was 2.33 miu/ml. The repeat result was deemed correct. The reagent lot number is 58457500. The expiration date was requested but not provided.

Manufacturer narrative:
Na.